Event description:
As reported, during laparoscopic bilateral inguinal herniorrhaphy procedure on (B)(6) 2021, a bard/davol sorbafix enhanced was used to fixate a bard/davol 3dmax mesh. When surgeon triggered the device with appropriate counter-pressure, the fasteners stuck to the device's outlet and the were removed with tweezers. Some fasteners were released, did not fixate the mesh and were removed from the body. As reported, fixation was attempted on the top wall, and not at a rigid or difficult angle. As reported, the temperature storage indicator on the pouch was black prior to use of the device. There was no reported patient injury.

Manufacturer narrative:
As reported, the bard/davol sorbafix fixation device fasteners did not fixate the mesh. It was also reported that the storage temperature indicator on the pouch was black prior to use, which indicates that the device was exposed to a temperature above specified storage condition. Improper storage temperature could be a potential cause of the reported fixation issue. The sample expected to be returned for evaluation, however, at this time has not been received. Based on the information provided to date, no conclusion can be made. A review of the manufacturing records was performed for the subject lot and found that the lot was manufactured to the specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in july 2019. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to report the results of the device evaluation. The subject device was returned for evaluation. The temperature indicator on the foil pouch is activated as initially reported. During functional testing, a total of five (5) remaining fasteners deployed and fixated the mesh with no anomalies. Additionally, the evaluation of the device's inner components found no anomalies. Although the evaluation of the sample could not reproduce the reported event of failure to fixate, the returned foil pouch does have an activated temperature indicator. While this did not affect the remaining five fasteners during simulated use testing, it may have affected the fasteners deployed during use. Based on the investigation and sample evaluation performed, the root cause of the event as reported is the result of a temperature exposed device. The warnings section of the instructions-for-use (IFU) supplied with the device states "do not use if the center of the temperature indicator is black." Additionally, the IFU adequately describes the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: sample evaluated.

Manufacturer narrative:
As reported, the bard/davol sorbafix fixation device fasteners did not fixate the mesh. It was also reported that the storage temperature indicator on the pouch was black prior to use, which indicates that the device was exposed to a temperature above specified storage condition. Improper storage temperature could be a potential cause of the reported fixation issue. The sample expected to be returned for evaluation, however, at this time has not been received. Based on the information provided to date, no conclusion can be made. A review of the manufacturing records was performed for the subject lot and found that the lot was manufactured to the specification. To date, this is the only reported complaint for this manufacturing lot of 755 units released for distribution in july, 2019. The warnings section of the instructions-for-use (IFU) supplied with the device states "do not use if the center of the temperature indicator is black." Additionally, the IFU adequately describes the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿. If/when the sample is returned and evaluated, a supplemental MDR will be submitted. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during laparoscopic bilateral inguinal herniorrhaphy procedure on (B)(4)2021, a bard/davol sorbafix enhanced was used to fixate a bard/davol 3dmax mesh. When surgeon triggered the device with appropriate counter-pressure, the fasteners stuck to the device's outlet and the were removed with tweezers. Some fasteners were released, did not fixate the mesh and were removed from the body. As reported, fixation was attempted on the top wall, and not at a rigid or difficult angle. As reported, the temperature storage indicator on the pouch was black prior to use of the device. There was no reported patient injury.